Event description:
Rn caring for pt reports removing heater bag and then respiking it to heater line spike while troubleshooting an alarm situation during apd treatment. Rn was advised to discontinue treatment at that time and set up new supplies. No pt injury or medical intervention reported by rn.